Manufacturer narrative:
Na

Event description:
The customer reported, the ventilator was running on backup battery, and when it alarmed low battery, they plugged it into ac power. The customer reported, the ventilator would not run on ac power, and they found the mains circuit breaker in the off position. They placed the mains circuit breaker in the on position, and the ventilator functioned on ac power. The customer reported there was no patient harm. The respironics service technician performed extended self testing (est) on the ventilator and all tests passed per operating specifications. The service technician was unable to duplicate any failure of the mains circuit breaker. If the mains ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator. If alternate battery power is not available, the ventilator will shut down and alarm.